Event description:
It was reported that the syringe s2 5ml 22ga 1-1/4in bd china experienced molding defects noted prior to use. The following information was included by the customer: ¿the distributor found that the needle 5/5 was below the lower limit when sampling the taper fit of the batch¿. Complaint summary detail: this complaint is MDR reportable. The incident could have potential to cause harm/serious injury. Event type: molding defect / malfunction.

Manufacturer narrative:
Investigation summary: DHR: 1809345: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. No sample or picture available for evaluation. Since bd was unable to confirm your indicated failure mode, review of DHR showed no indication of the alleged defect, no root cause related to manufacturing process is determined and absence of other complaints related this issue were received, it was concluded that no corrective action is required at this time. Process monitoring will be conducted in order to ensure that product is maintained within established tolerances.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe s2 5ml 22ga 1-1/4in bd (B)(4) experienced molding defects noted prior to use. The following information was included by the customer: verbatim: ¿the distributor found that the needle 5/5 was below the lower limit when sampling the taper fit of the batch¿. See pr for additional details. Complaint summary detail: this complaint is MDR reportable. The incident could have potential to cause harm/serious injury. Event type: molding defect / malfunction.